Manufacturer narrative:
Product analysis # (B)(4) equipment used: video inspection system (m-81805) as found condition: the axium prime bare coil device was returned for analysis still within its introducer sheath, inside a sealed biohazard plastic pouch, and inside a shipping box. The reported echelon catheter was not returned. Additionally, the size of the echelon catheter was not reported. Location details: the axium prime bare coil was examined inside the introducer sheath, and it was observed that the distal and proximal parts of the implant coil were damaged and stretched. The implant coil was still attached to the pusher. The introducer sheath was in good condition. The axium prime bare implant coil was examined outside the introducer sheath and was observed to be damaged and stretched, with the polypropylene filament broken. No kinks or bends were found on the pusher. No other anomalies were found. Testing/analysis: the axium prime bare coil could not be advanced further out of the introducer sheath as it was found stuck and was retracted proximally. Due to its damaged condition, the returned axium prime bare coil could not be used for testing. External testing: none conclusion: based on the reported information and device analysis, the customer¿s ¿coil resistance/stuck at catheter hub¿ report was confirmed, as the returned axium prime bare implant coil was observed to be damaged and stretched. Possible causes of coil resistance include, but are not limited to, failure to hydrate the coil before use, use of a damaged catheter, or improper hubbing technique (over-tightening of the rotation hemostatic valve (rhv)/sheath, which is not firmly seated into the hub). Since the reported echelon catheter was not returned, its contribution to the resistance issue could not be determined. Therefore, the root cause of the reported resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime bare coil got stuck in the echelon microcatheter hub. Resistance in the proximal catheter was also noted. No patient symptoms or complications were associated with this event. The patient was undergoing coil embolization surgery for treatment of an aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no observed damage to the catheter or coil. Additional information received reported that it is unknown how the procedure was completed. It was clarified that the resistance occurred at the catheter hub/ the coil was stuck at the catheter hub. No causes or contributing factors for the resistance were identified. A continuous saline flush was administered and maintained as indicated in the IFU. The model and lot of the echelon catheter were not available.